Manufacturer narrative:
During device evaluation, it was visually confirmed that the device ran in the forward direction when the reverse trigger was pulled. The e-box controls the electronics of the device and was found to have a trigger hall failure. This failure could cause the device to run in the wrong mode.

Event description:
It was reported that during device evaluation conducted at the user facility the device was not running in the correct mode; it was running in forward when the reverse trigger was pulled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during device evaluation conducted at the user facility, the device was not running in the correct mode; it was running in forward when the reverse trigger was pulled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.